Manufacturer narrative:
Product ID: 3093-28, lot# v767679, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that since the device was put in the patient had been having pain throughout her body. The patient also stated that the patient programmer was not connecting and the implant was ¿disconnecting¿ from the bladder. The patient stated that the device was removed. Additional information was requested, but was not available as of the date of this report.